Event description:
N/a.

Manufacturer narrative:
Updated fields- b4 d9 g3 g6 h2 h3 h6 h11 . A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that the unit was replaced immediately so there was no patient harm. The unit was repaired by a third party and the unit was returned to normal use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e3, d10, h6 (type of investigation).

Event description:
It was reported that the cs100 intra-aortic ballon pump (iabp) had automatic inflation failure alert upon initial installation. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.